Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter rupture is confirmed and was determined to be use related. One 4fr sl powerpicc catheter was returned for evaluation. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed in the catheter body at the 1cm mark. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split. ¿ tensile weakness at the fracture site (due to material ballooning prior to burst). ¿ granular fracture surface texture (typical of tearing failure modes). ¿ the catheter material was visibly lighter in color at the fracture site. An occlusion was observed at the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Two photographs were also submitted by the complainant for review. No additional information was seen in those photos which changed the conclusions of this investigation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on 29.10.2024 the PICC team was contacted from the inpatient ward for bypassing during the PICC flushing. The PICC catheter was pulled out in its full length and after inspection of the catheter, two cracks were found between 8-9cm and 10-11cm from the catheter wings. Additional information received 11/8/2024: it was reported there was need to insert piv to continue with IV treatment. No exposure of blood or bodily fluids to healthcare worker.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2024 the PICC team was contacted from the inpatient ward for bypassing during the PICC flushing. The PICC catheter was pulled out in its full length and after inspection of the catheter, two cracks were found between 8-9cm and 10-11cm from the catheter wings. Additional information received 11/8/2024: it was reported there was need to insert piv to continue with IV treatment. No exposure of blood or bodily fluids to healthcare worker.